Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker developed an infection. Based on the information provided, only the associated leads were explanted and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.